Event description:
This patient after a tumor removal had silicone implants placed on the right and left side. Then in 1976 these were removed and replaced with saline implants. The right side implant was replaced with a silicone implant. The right side has become quite hard with burning pain and the left sided implant has become deflated. The patient had a bilateral capsulectomy with removal of the implants. The right capsule was opened and the implant was found to be sticky. The left implant was grossly in tactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.